Event description:
Bayer case number: (B)(4). Chronic pain of the perineum, vagina (pudendal neuropathy) [pudendal neuralgia], pain in the right hip [pain in hip], gluteal bursitis [ischiogluteal bursitis], pain in the right thumb, gastro-oesophageal reflux disease, barret's oesophagitis [barrett's esophagitis], fibre neuropathy [small fibre neuropathy], unable to maintain a seated position without a suitable cushion, [sitting disability], chronic pain of the perineum [perineal injury], burning in the feet and legs [burning feet syndrome], sleep difficulties [difficulty sleeping]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 18-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pudendal canal syndrome ("chronic pain of the perineum, vagina (pudendal neuropathy)") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2017 she experienced arthralgia ("pain in the right hip") and bursitis ("gluteal bursitis"). In 2018 she experienced pain in extremity ("pain in the right thumb"). In 2021 she experienced pudendal canal syndrome (seriousness criterion medically important). In 2023 she experienced gastrooesophageal reflux disease ("gastro-oesophageal reflux disease") and small fibre neuropathy ("fibre neuropathy"). On unknown date she experienced barrett's oesophagus ("barret's oesophagitis"), sitting disability (" unable to maintain a seated position without a suitable cushion,"), perineal injury ("chronic pain of the perineum"), burning feet syndrome ("burning in the feet and legs") and insomnia (" sleep difficulties"). At the time of the report, the gastrooesophageal reflux disease, sitting disability, perineal injury, burning feet syndrome and insomnia had not resolved. The outcomes for pudendal canal syndrome, arthralgia, bursitis, pain in extremity, barrett's oesophagus and small fibre neuropathy were unknown. No causality assessment was received for essure with regard to arthralgia, bursitis, pain in extremity, pudendal canal syndrome, gastrooesophageal reflux disease, barrett's oesophagus, small fibre neuropathy, sitting disability, perineal injury, burning feet syndrome or insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain of the perineum, vagina (pudendal neuropathy) [pudendal neuralgia] pain in the right hip [pain in hip] gluteal bursitis [ischiogluteal bursitis] pain in the right thumb [pain in thumb] gastro-oesophageal reflux disease [gastrooesophageal reflux disease] barret's oesophagitis [barrett's esophagitis] fibre neuropathy [small fibre neuropathy] unable to maintain a seated position without a suitable cushion, [sitting disability] chronic pain of the perineum [perineal injury] burning in the feet and legs [burning feet syndrome] sleep difficulties [difficulty sleeping] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 18-jul-2025. The most recent information was received on 04-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pudendal canal syndrome ("chronic pain of the perineum, vagina (pudendal neuropathy)") in a 49-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2017 she experienced arthralgia ("pain in the right hip") and bursitis ("gluteal bursitis"). In 2018 she experienced pain in extremity ("pain in the right thumb"). In 2021 she experienced pudendal canal syndrome (seriousness criterion medically important). In 2023 she experienced gastrooesophageal reflux disease ("gastro-oesophageal reflux disease") and small fibre neuropathy ("fibre neuropathy"). On unknown date she experienced barrett's oesophagus ("barret's oesophagitis"), sitting disability (" unable to maintain a seated position without a suitable cushion,"), perineal injury ("chronic pain of the perineum"), burning feet syndrome ("burning in the feet and legs") and insomnia (" sleep difficulties"). At the time of the report, the gastrooesophageal reflux disease, sitting disability, perineal injury, burning feet syndrome and insomnia had not resolved. The outcomes for pudendal canal syndrome, arthralgia, bursitis, pain in extremity, barrett's oesophagus and small fibre neuropathy were unknown. No causality assessment was received for essure with regard to arthralgia, bursitis, pain in extremity, pudendal canal syndrome, gastrooesophageal reflux disease, barrett's oesophagus, small fibre neuropathy, sitting disability, perineal injury, burning feet syndrome or insomnia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.